Manufacturer narrative:
On feb 29, 2024, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade iii (l) and baker grade IV (r). The right breast prosthesis was reportedly discarded post-explantation. This report is for the right breast prosthesis. See manufacturer report number 1645337-2024-03339 for contralateral side. A photo of the device was returned for evaluation. The evaluation was completed on mar 14, 2024. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with mentor memorygel breast implants 475cc and experienced rupture on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2024. The reported implantation date is prior to the device manufacture date. If additional information is received regarding the correct date of implantation or device lot number, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).